Event description:
It was reported, when connecting the gastrointestinal videoscope to the video system, sometimes the front panel was blinking, it did not light and there was no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during preparation for use for gastrointestinal endoscopy diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (phone number missing) and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The customer's allegation could not be confirmed, and since the issue could not be reproduced, a presumable cause neither a root cause could be identified. Olympus will continue to monitor field performance for this device.